Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the device logs for the vessel sealer extend instrument (part# 480422-01 / lot/serial# l912111220295) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the vessel sealer extend instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy, the surgeon said that the instrument did not move left and right during the case. When the operating room (or) staff observed the case, it was seen that the vessel sealer extend instrument was going up and down on the screen while the surgeon was trying to make the instrument move left and right. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. No photo or video are available for review. No patient information can be provided. The instrument will be sent back for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. The reported event was not confirmed as failure analysis of the vse found that the instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The energy was delivered without any issues and passed the cut test. The knife slot measured at 0.004" and the jaw gap verification passed at 0.027". No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. The probable root cause of the reported issue cannot be determined based on the information provided and failure analysis results. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. Additional observation not related to the reported issue and not reported by site was also identified: the vse instrument was found to have thermal damage to the housing. The housing was found warped and bulged outwards near the release buttons, likely due to improper reprocessing techniques such as autoclaving. The probable root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.